Event description:
Haemonetics received a complaint on (B)(4) 2012 for "driver allowed power up but then sparking and burning smell from pem - described that by using csl ac holder, connection leaks and runs down side of machine onto pem" on a pcs2 machine. No donor or operator injury reported. These parts were not returned for evaluation. However, based on the description of fluid leaking onto the power entry module and causing it to spark and burn, there is a potential for operator injury.

Manufacturer narrative:
Haemonetics has determined that the power entry module and the motor control board needed to be replaced due to description of the event. The new parts have been sent out to the customer. (B)(4).